Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 85 mg/dl. Reportedly, a new cartridge was loaded to address the event.